Manufacturer narrative:
The subject device is expected to be returned to veran for evaluation. The device has not yet been received. This report will be supplemented accordingly, once the investigation is complete, or if additional information is received.

Event description:
During a navigational bronchoscopy procedure, the doctor experienced a triple needle brush (ins-5300: always-on tip tracked triple needle brush, 12mm l, 1.8mm od) not fulling retracting back into the sheath. This was noticed before it ever entered the scope/patient. Another triple needle brush was opened to complete the case, but this second triple needle brush experienced the same issue. A 21 ga needle was then opened to complete the case. The intended procedure was able to be completed after a minor delay of 2 minutes. There was no impact on the patient or the procedure. This MDR is being submitted for the issue with the second triple needle brush. The issue with the first triple needle brush is being submitted under medwatch 3007222345-2023-00027.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial report and to provide the results of the investigation of the reported event. Correction to h4: device manufacture date. The subject device was not returned for evaluation; therefore, there could not be an investigation of the specific failure mode. A short sheath, component dimensions not within specification, or assembly errors are potential causes for the brush tip to be exposed. In addition, the length of the pull wire that connects the push needle in the handle to the triple needle brush may be too long. The potential cause includes damage to the instrument, including bending/kinking during shipping. As the device was not returned for evaluation, a definitive root cause could not be determined.